Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up, the left ventricular lead exhibited loss of capture. X-ray confirmed that the lead had dislodged. During the procedure it was noted that the suture sleeve was not fixed well. The lead was explanted and replaced. The patients condition was good.